Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump reset; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log files contained a pump reset at some point between (B)(6) 2023. . Although the pump reset appeared consistent with a controller exchange, a specific cause for the pump reset could not be conclusively determined based on the left ventricular assist device (lvad) event log file data alone because events leading up to the reset are not captured in the controller event log file data. The system otherwise appeared to be operating as intended at the stored patient speed. Multiple requests for additional information regarding the pump reset were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D is currently available. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the submitted log files found that the pump was reset at some point between (B)(6) 2023 and a specific cause for the pump reset could not be conclusively determined.